Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, opening and yellow particles. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identified a striated in the posterior side a sharp opening posterior side. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated in the anterior due to surgical damage and a sharp opening on the anterior side due to inconclusive.

Event description:
Device was explanted.